Event description:
Promus premier china registry. It was reported that angina occurred. In (B)(6) 2018, the subject was referred to cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left circumflex artery (lcx) with 90% stenosis and was 12 mm long, with a reference vessel diameter of 3.00mm. The target lesion 1 was treated with pre-dilation and placement of 3.00mm x 16mm prous premier stent system. Post dilation was performed with 0% residual stenosis. The target lesion 2 was located in the proximal left anterior descending artery (lad) extending to middle lad with 80% stenosis and was 28 mm long, with a reference vessel diameter of 2.75mm. The target lesion 2 was treated with pre-dilation and placement of 2.75mm x 32mm promus premier stent system. Post dilation was performed with 0% residual stenosis. Six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with unstable angina and was hospitalized for further evaluation and treatment. Two days later, angiography revealed 95% stenosis in proximal lad extending up to middle lad. Target vessel revascularization (tvr) percutaneous coronary intervention (pci) and intra-stent balloon dilatation was performed to treat the event. Post intervention, the residual stenosis was 0%. The rationale for intervention was angina. Five days after, the event was recovered/resolved, and the subject was discharged on the same day.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6). E1: initial reporter zipcode: (B)(6).

Event description:
Promus premier china registry. It was reported that angina occurred. In (B)(6) 2018, the subject was referred to cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the proximal left circumflex artery (lcx) with 90% stenosis and was 12 mm long, with a reference vessel diameter of 3.00mm. The target lesion 1 was treated with pre-dilation and placement of 3.00mm x 16mm prous premier stent system. Post dilation was performed with 0% residual stenosis. The target lesion 2 was located in the proximal left anterior descending artery (lad) extending to middle lad with 80% stenosis and was 28 mm long, with a reference vessel diameter of 2.75mm. The target lesion 2 was treated with pre-dilation and placement of 2.75mm x 32mm promus premier stent system. Post dilation was performed with 0% residual stenosis. Six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with unstable angina and was hospitalized for further evaluation and treatment. Two days later, angiography revealed 95% stenosis in proximal lad extending up to middle lad. Target vessel revascularization (tvr) percutaneous coronary intervention (pci) and intra-stent balloon dilatation was performed to treat the event. Post intervention, the residual stenosis was 0%. The rationale for intervention was angina. Five days after, the event was recovered/resolved, and the subject was discharged on the same day.